Manufacturer narrative:
The device was returned and an evaluation was performed to investigate the reported incident of a leak. The method codes, results codes, and conclusion codes have been updated to coincide with the results of the investigation. Plant investigation: as the device used during this incident was returned, a physical evaluation was performed. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was completed on the cycler without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of occurrence of the reported leak was unknown. As a result, the date of event has been defaulted to the first of the month during which the patient experienced the issue. This is a report of a patient who experienced an unspecified leak during peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the cause of the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced an unspecified fluid leak during peritoneal dialysis therapy. The cause, location, and occurrence date of the leak were unknown. It was unknown during which phase of therapy the leak was discovered. The patient continued to use their cycler for peritoneal dialysis therapy following the leak. The cassette was not available for evaluation. A technical support representative was not notified of the event until a call was placed requesting a replacement cycler for an unrelated event. There were no patient symptoms or injury resulting from the reported incident. The patient has continued with peritoneal dialysis therapy. Additional information was requested but was unavailable.